Event description:
It was reported by the patient that she had a rotator cuff repair surgery in (B)(6) 2014 and since approximately (B)(6) 2015, has been experiencing swelling, red patches on the skin around a couple of the arthroscopic scars and pain in the operative shoulder. Patient states infection has been completely ruled out. Surgeon informed patient that the arthrex bio-composite interference screws were used during her procedure. Follow-up investigation: original surgery date (B)(6) 2014. Patient has been seen for symptoms for a little over a month (4 months post-surgery). X-rays were taken on (B)(6) 2015 but surgeon noticed nothing unusual. No allergy testing has been performed since post-op issues began. Culture was taken on (B)(6) 2015: pathologist review: acute inflammation present; no crystals seen. Patient is not a diabetic or a smoker but does have a known latex allergy and several weeks after surgery when large bandage was removed from shoulder patient had a massive itchy rash covering the skin that had been under the bandage. Patient continues to have swelling and strange red patches on the skin of her shoulder. Right shoulder procedure: arthroscopic rotator cuff repair, arthroscopic acromioplasty, arthroscopic resection distal clavicle, arthroscopic lysis of adhesions, arthroscopic coracoplasty (major debridement).

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in the patient.